Manufacturer narrative:
(B)(4). Final analysis of the pulse generator confirmed the reported battery anomaly. Variations in battery voltage were confirmed through a review of stored data. The device was extensively tested and normal battery depletion was observed. The cause of the anomaly could not be determined.

Event description:
It was reported that the pulse generator had exhibited a false alert for battery depletion in 2014. In (B)(6) of 2015, the same anomaly was seen. On (B)(6) 2015, premature battery depletion was suspected. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.